Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that two rt105 adult inspiratory heated breathing circuits failed the leak test on a servo-I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the two complaint rt105 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuits were pressure tested and subsequently submerged in a water bath to test for leak. Results: the pressure test revealed that the returned rt105 breathing circuits exhibited leak and were out of specification. The water bath test showed that the leak is through the connection between the lid and bowl of the water trap for both circuits. A lot check revealed four similar complaints for lot number 130515. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt105 adult breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The hospital correctly followed our user instructions and detected the leak during a setup check before use on a patient.